Manufacturer narrative:
The pump was returned to animas. All buttons were intermittently activating pump functions when pressed. Adhesive was found underneath the button contacts.

Event description:
The patient reported that the buttons intermittently activate pump functions when pressed. The patient reports he needs to press the buttons multiple times. He does say that it has not affected his insulin delivery. There was no evidence of misuse and the patient says he does not clean his pump.